Event description:
It was reported that the patient experienced symptoms of dizziness. It was determined that the right ventricular (rv) lead exhibited no pacing or sensing. A lead fracture was confirmed by x-ray. It is noted that the suspected cause of the lead fracture is due to implantable pulse generator (ipg) migration downward. The lead was capped and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical devices: competitor. 4143, lead, implanted: (B)(6) 2004. (B)(4).